Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blade(s) bent at the base. The bend point was located approximately 7.0mm from the tip of the blade. The blades were not able to fully close properly as a result of the bending. The components adjacent to this bent blade did not show damage. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2025: there was no patient injury. The defective scissors were used until the end of the operation. The scissors could not be closed completely, which was the reason of the complaint.